Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(4) was observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes were clotting, no report of medical interventions or serious injury

Manufacturer narrative:
Date received by manufacture is corrected to 12/13/2016.